Event description:
Medtronic received information that after an unspecified implant duration this 27mm surgical bioprosthetic valve was revised due to an unspecified failure. A 29mm transcatheter bioprosthetic valve was implanted valve-in-valve. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).